Event description:
(B)(6) 2007: initial surgery for total hip prosthesis. (B)(6) 2009: revision 1 because of stem breakage. (B)(6) 2009: revision 2 because of stem breakage.

Manufacturer narrative:
The explanted implant was not received at waldemar (B)(4). The customer was several times contacted without a respond. The evaluation and results are based on the quality documentation of the device history report. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s.; however, because the (B)(4) lubinus sp ii stem also is marketed in the u.s. (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803.